Event description:
Philips received a complaint from the field service engineer (fse) on the v60 ventilator indicating that while performing preventative maintenance, it was observed that the device was getting error code 1124 battery failed message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The fse replaced the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.